Event description:
Description of event: information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was pt was having pain symptoms and ins was completely dead - pt needed some loaner external equipment to charge ins. Pt said they could not sleep at all because of the pain for the last couple of days.